Event description:
It was reported that "impurities" were observed in the filter header of a prismaflex st100 set prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photo showed black particles inside the return blood header of the filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identification of the particulate matter was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.